Manufacturer narrative:
Additional information d9, h3, h6, h11. H11:the device was received for evaluation. During functional testing, the customer reported issue of ¿over infusing¿ was reproduced. The device was tested for flow accuracy and it failed with an error of percentage of 6.705%. The event history log was reviewed for 05-08-2026. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate setup. The pressure plate required to be replaced to address this issue. During functional testing, the customer reported issue of ¿distorted audio¿ was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the speaker. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over-infused during preventive maintenance inspection. There was no patient involvement. No additional information is available.